Event description:
Customer's mother reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 142 mg/dl. Customer noticed the menu was scrolling on its own. Customer's mother didn't recall any significant event which may have caused the device to alarm. Customer's mother was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump received with intermittent act button response due to corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.